Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm. A notification was received on 06/14/2018 that a secondary intervention occurred on (B)(6) 2018 where a vela suprarenal extension was placed; however, information related to the reason for the intervention and the patient outcome was not provided. No further information is available at this time. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing record review could not be completed because the lot number was not provided. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: as the primary case information and device information was unable to be confirmed.

Event description:
Updated information: the primary case information and device information was unable to be confirmed therefore the device and patient information has updated to unknown. A notification was received on (B)(6) 2018 that a secondary intervention occurred on (B)(6) 2018 where a vela suprarenal extension was placed; however, information related to the patient, reason for the intervention and the patient outcome was not provided. No further information is available.